Event description:
The core impaction drill was sent for eval due to overheating during a procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
The customer will not be returning the device at this time. If additional info becomes available and the device is returned a f/u will be submitted.